Event description:
It was reported that air embolism, st elevation and bradycardia occurred. Farawave was selected for use during an atrial fibrillation ablation procedure. During the procedure, once application of left pulmonary veins was completed and proceeded to the right inferior pulmonary vein, spline bunching was noted on the inferior splines of the catheter. Thus, the catheter was replaced. A pigtail wire was connected through a non-boston scientific agilis 13f. Right inferior pulmonary vein application was completed with the new catheter and completed right superior pulmonary vein application. At the same time, st elevation and bradycardia was noted. Additionally, the flush bag connected to the catheter was empty and air was noted in the patient. Thus, the catheter was removed spine was fixed, however same issue was noted again. Thus, the catheter was replaced, and the procedure was completed with the third catheter. Pressers were administered to the patient. The patient was admitted to the hospital. Patient current status is unknown.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.